Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2022, it was observed that the vapr 3.5mm hook 1-piece electrode device had lost its metal cap; and was difficult to remove out of the joint. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The electrode's back metal plate is missing. The cable is cut as well as the suction tube. The active tip shows signs of activation. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device active tip is in a used condition. The cut return cap has become detached from the ceramic. The cut return cap has not been returned for evaluation. The device shaft is undamaged and remains straight. The ceramic surface is badly marked. The heat shrink is damaged on the distal end of the shaft. The suction tube and cable has been cut off. The electrical testing not performed due to cap detachment. The functional testing not performed due to cap detachment. Manufacturer summary: from our initial investigation we were able to confirm the customer reported problem where the return cap has become detached from the ceramic but we have been unable to determine a root cause at this stage therefore further investigation will be required. A CAPA investigation has already been initiated to investigate this failure mode further and identify any potential preventative /corrective actions. This complaint will be added to the scope of this CAPA. The failure mode has been reviewed against the systems risk assessment document, the highest identified risk within 892007 for failure modes that are equivalent to the reported complaint failure mode is a section of device breaks during use and falls within patient. Non-routine intervention required to retrieve components. All broken components retrieved, line 480 applies. Resulting in a hazardous situation of soft tissue damage and an outcome (s) / harm being an unplanned procedure performed on patient due to complication (during current procedure). The severity risk category is ¿serious¿- unplanned procedure performed on patient due to complication (during current procedure). For this scenario a pre mitigation risk of grid 14 and a post mitigation risk of grid 14 are stated, which is ¿serious¿ and ¿probable¿ and rated as as low as reasonably achievable (alra) ¿ class 1. (B)(4). No DHR has been preformed as the complaint device lot number has not been made available. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.